Event description:
This device is not sold/distributed in the united states. Procedure type: low anterior resection. According to the reporter: the device did not cut through the tissue smoothly. A new instrument of different kind was used to complete the procedure. Surgery time was extended by more than thirty minutes with no patient harm.

Manufacturer narrative:
This device is not sold/distributed in the united states.